Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure, a stent strut became lifted. The 90% stenosed lesion was located in a moderately calcified and severely tortuous mid right coronary artery (rca). The lesion was pre-dilated with an unknown balloon catheter. The 3.5 x 12mm taxus liberte monorail stent catheter was inserted into the vessel, but was unable to cross the lesion. Upon removal of the taxus liberte, it was noticed that one of the struts had become lifted. They were able to complete the procedure with another same device. No patient complications occurred. The patient status was satisfactory.